Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted in patient.

Manufacturer narrative:
Correction - h6 result code. The complaint could be confirmed, since the returned image for evaluation matches the alleged failure. Medical profession reviewed the received information and noted: the tibial implant has subsided. The two CT-scan slices of the planning for the revision show a plate and screws, it is however not possible to do an extensive assessment from two slices only. There may be a relation between this subsidence and the presence of the plate and screws (e.g. Periprosthetic fracture with traumatic loosening of the tibial implant). Looking at the 3d CT-simulation of the ankle and foot in the planning of the primary tar, there are no signs for fractures or deformities, other than those that are common in osteoarthritis of the ankle joint. The additional report did show some extra information. The tibial tray has indeed subsided significantly and the talar tray is in a considerable varus of approx. 19°. Furthermore, the plate and screws support a former fracture/osteotomy (the latter cannot be determined without further information). Without further clinical information, still the facts are difficult to interpret, and the contribution of medical factors to this event cannot be assessed (patient history, former fracture or osteotomy, initial position of the infinity tar, trauma, body weight, medication, occupation etc.). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.